Event description:
The hosp contacted pmt about several expanders (all the same size) that have leaked during surgery. The devices were explanted but we were not informed if the procedure was complete or if the devices were replaced.

Manufacturer narrative:
This report is being initiated following an FDA field audit, recommending a complete review of past complaints. This filing is a result of that review.